Event description:
It was reported that a pacer dependent patient presented in clinic feeling presyncopal and dizzy. Upon interrogation, noise causing pacing inhibition was noted on the ventricle lead. The noise could not be reproduced in clinic with isometrics and pocket manipulation. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.